Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent vaginal mesh removal and implantation of stage 2 interstim implant on (B)(6) 2013 due to dyspareunia, overactive bladder, and urge incontinence; rectus fascia sling on (B)(6) 2013 due to genuine stress incontinence; and cystoscopy with biopsy and fulguration of hunners ulcers at the left bladder, and repair of vaginal incision dehiscence due to intractable bladder pain.

Manufacturer narrative:
It was reported that the patient underwent bilateral breast reconstruct- on (B)(6) 2009, (B)(6) 2010 and (B)(6) 2010 revision of reconstructed breasts, tummy tuck in (B)(6) 2011, on (B)(6) 2010 she went for bilateral nipple reconstruction, on (B)(6) 2011 she had panniculectomy, abdominoplasty with plication of rectus fascia, umbilical hernia repair and on (B)(6) 2011 she had abdominal wound exploration of umbilical hernia mesh.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat cystocele and stress urinary incontinence. It was reported that following insertion the patient experienced infection, urinary/bowel problems, bleeding, dyspareunia and depression. No additional information was provided. (B)(4).